Event description:
It was reported that the packaging seemed to be crushed. During inflation contrast was noted to be leaking. There was a leak in the balloon. This occurred during preparation and therefore there was no patient involvement.

Manufacturer narrative:
The product was not returned; therefore, analysis cannot be performed. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. As the device was not returned for analysis, based on the information that the packaging was damaged prior to use it was determined that the most probable cause for this issue is due to handling of the device during transportation. Device disposed of at hospital.